Manufacturer narrative:
Concomitant products: 694765, lead, implanted: (B)(6) 2008; 407652, lead, implanted: (B)(6) 2008; 5867-3m, adaptor, implanted: (B)(6) 2016.

Event description:
It was reported that a procedure was performed to replace the right ventricular (rv) coil portion of the rv lead. It was further reported that the patient went home, and a lead alert triggered due to a high impedance reading with the rv coil. In addition, a low impedance measurement was observed with the rv coil. No further information could be obtained after multiple follow-up attempts. Both of the rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.